Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation, the reported problem of 'system error 345-thermistor disparity' was not reproduced. A review of the event history log (ehl) revealed multiple 'system error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. The ultrasonic sensor will be replaced as percaution. Should additional relevant information become available, a supplemental report will be submitted.